Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a black image. The issue occurred during preparation for use for a therapeutic appendicitis procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the video cable was broken and therefore no image was displayed. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a black image. The issue occurred during preparation for use for a therapeutic appendicitis procedure that was completed using a similar device. There were no reports of patient harm.